Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted into a patient prior to a CABG (coronary artery bypass graft) surgery. After iab insertion the iab pump (iabp) became loud and blood was backing up into the tubing. The iab ruptured inside the patient. The physician removed the iab and placed a new iab. The next day, iabp began alarming to "check catheter" when in 1:1. It ran without issue on 1:2. Iabp helium tubing was noted to have blood flecks in it. The balloon had ruptured again inside of patient. The provider attempted to remove the iab through sheath and the catheter fractured. Sheath and remaining portion of catheter were than removed. Patients blood pressure decreased during manual compression requiring albumin, levophed and dobutamine. Hemoglobin dropped from 9.4 to 7.1 by the following morning. Patient required 1 unit of prbcs(packed red blood cells). Facility medwatch (B)(4) received 2jan2019 . The date of the event is unknown. This submission is for the second iab.